Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 3.5x41mm, 90% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). As the 2.0x15mm maverick 2 balloon was advanced for pre-dilation, the shaft broke off 50cm from the proximal hub. The distal shaft section was removed with the guide. The procedure was completed with another 2.0x15mm maverick 2 balloon with 3 inflations to 10 atm for 12 seconds. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 3.5x41mm, 90% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). As the 2.0x15mm maverick 2 balloon was advanced for pre-dilation the shaft broke off 50cm from the proximal hub. The distal shaft section was removed with the guide. The procedure was completed with another 2.0x15mm maverick 2 balloon with 3 inflations to 10 atm for 12 seconds. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections as a result of a break in the shaft. The hypotube was broken 64cm from the strain relief. Kinks were also present at various locations along the shaft. This type of damage is consistent with applied force to the device during the procedure. A microscopic examination observed no damage to the tip or balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).